Manufacturer narrative:
(B)(4). Batch #: u9489m. Investigation summary: this is an evaluation of an image sent by the account. Image: this is an image of what appears to be a harmonic device with the tissue pad detached. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance

Event description:
It was reported that during an unknown procedure the scalpel was hard to cut. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.